Event description:
The customer received a blood glucose reading of 465mg/dl on the contour next link meter she re-tested with a different bottle of strips, then with a different brand meter, and the readings were 110 and 112mg/dl, respectively. The differences between the readings fall in the "d" zone of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.